Event description:
A home peritoneal dialysis pt reported receiving an overfill of solution. Pt stated "ccpd" treatment late in the afternoon and about an hour later, pt woke up with abdominal pain and was vomitting. Pt's spouse noticed that the two 5l solution bags were almost empty. Pt drained and filled two 5l bags to almost 3/4 full. Pt did not check the data sheet so pt did not know the drain volume. Pt's prescribed fill volume was 2,000 ml. Pt's abdomen was sore for about 3-4 days, but no medical intervention was necessary.